Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating physical damage on their insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and motor test. No motor error alarm noted during testing. Drive/motor was inspected and no drive/motor anomaly was noted. Device was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit was received with broken reservoir tube lip, missing reservoir tube o-ring, cracked belt clip slot at battery tube threads area, cracked battery tube threads, cracked case at display window corner, minor scratched lcd window and missing end cap sticker. Reservoir still can stayed locked in reservoir compartment.